Event description:
It was reported when using the pyxis medstation es system, the device not detected on bus.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that faulty boards. A field service engineer, replaced pyxis bus interface board (t-board) and drawer controller board for 2.2 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The field service engineer also confirmed that there was a delay in accessing medication to patient.